Event description:
It was reported that the pump battery would not charge, resulting in the pump shutting down. The customer was using a tandem charging cable connected to a wall outlet. The customer attempted to charge the pump using a different outlet as instructed, which resolved the issue, and the pump began charging. There was no reported impact to the customer's blood glucose level. Technical support decided to send a replacement tandem cable and wall adaptor, while suggesting the customer rely on an alternate method if needed before the replacement arrives. No additional follow-up information was received regarding the outcome.